Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient¿s medical records that on (B)(6) 2012, patient presented with the following preoperative diagnoses: herniated disk, l5-s1. Degenerative disk disease, l5-s1. Spinal stenosis, l5-s1. The patient underwent the following procedures: l5-s1 posterior lumbar interbody fusion and l5-s1 posterolateral arthrodesis. L5 laminectomy, facetectomy, foraminotomy and extensive decompression. L5-s1 posterior segmental instrumentation. Use of morselized autograft. Use of morselized allograft. Injection of intrathecal morphine. Use of fluoroscopy. Use of cages in l5-s1. The following hardware was also used in the surgery: pedicle screws, rods, cages and connectors and allograft bone. As per the op notes, ¿¿the disk was identified and a guidewire was placed into the disk. Fluoroscopy was used to confirm this was the l5-s1 disk¿ the bone graft from the laminotomy was then cleaned and morselized. This was packed into the disk space. An extra piece of rhbmp-2 sponge was placed as well, and the 10 x 22 mm peek cages were filled with allograft bone and bmp and inserted into the disk space. These were checked under fluoroscopy¿ the transverse process of l5 and the sacral area were then cleared of soft tissues. A bur was used to decorticate the bone. A piece of rhbmp-2 sponge was placed in a posterolateral position. Allograft bone was then used as well¿ final x-rays were taken with fluoroscopy, which showed good position of all the hardware, cages and bone graft¿¿ no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.